Event description:
Additional information received from reporter on 17-apr-2024 for mw5153878. Dexcom g6 sensor inaccuracy: 7:49am g6 reading 130, finger stick reading is 106. That is a mard(mean absolute relative difference) of (B)(4), which is outside of the acceptable (B)(4) range.

Event description:
Additional information received from reporter on 16-apr-2024 for mw5153878. Dexcom g6 sensor inaccuracy: at 7:10am, g6 reading 95; finger stick reading is 74. That is > (greater than) 20 mg/dl, and a mard (mean absolute relative difference) of 28.4%. G6 sensor activated on (B)(6) 2024, inserted on (B)(6) 2024.

Event description:
Additional information received from reporter on 22-apr-2024 for mw5153878. Dexcom g6 sensor inaccuracy: 9:46 am g6 reading 102, finger stick reading is 138. That is a mard (mean absolute relative difference) of 26.1%, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 8:44pm g6 reading 228, finger stick reading is 182. That is a 25.3% mard.